Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2021. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4. Additional information was requested, and the following was obtained: 1. Can you please provide the procedure date? Answer: (B)(6) 2021 (5pm). 2. Can you please describe how many minutes did the surgery was delayed? Answer: approximately 5 to 10 minutes. 3. Can you please describe what was used to complete the procedure? Answer: surgeon opened a different batch of ep8706h to complete the procedure. On (B)(6), 2021. Sales rep informed that the device is available for return but currently with customer and not available for collection due to high covid-19 patient load at hospital. Hence, pcf deferred accordance to tv-sop-15712: business continuity plan for ecm. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure date? (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes did the surgery was delayed? What was used to complete the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached at the swage end. No adverse patient consequences were reported. Additional information was requested.